Event description:
It was reported that this inflatable penile prosthesis (ipp) was opened, and the physician observed some blood spotting on one cylinder. It almost looked like blood had got under the first layer. There were no device issues reported and no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole with a leak in the proximal end of the cylinder from sharp instrument. The second cylinder passed visual inspection and leakage test. The momentary squeeze (ms) pump passed visual inspection, the leak test and functional testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was opened, and the physician observed some blood spotting on one cylinder. It almost looked like blood had got under the first layer. There were no device issues reported and no patient complications.